Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 6cm and 7cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that nurse noted leakage during dressing change. Once PICC was removed the found a rupture at 6 cms. No other information was provided. Additional information provided 4/5/24: it was reported by healthcare provider ¿PICC was inserted on (B)(6) 2024 in facility. Patient was in the home care when flushed and periodically checked by home care on (B)(6) 2024. Catheter leak was discovered during saline flush, it was leaking around the insertion site, subcutaneous. According to protocol, hcps have to flush the catheter by prefilled syringe during dressing changes or prior to catheter use. So when they flushed the catheter, they noted leakage around the insertion site. So they had to remove the catheter in the PICC outpatient clinic. Once they examined the catheter after removal, they noted a tear at 6cm was found. The patient was not harmed. There was no interruption to treatment and no clinically significant delay. No medication was infused. Securacath was used to secure device. Event did not involve an urgent or life-threatening event.¿

Manufacturer narrative:
H11: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that nurse noted leakage during dressing change. Once PICC was removed the found a rupture at 6 cms. No other information was provided.